Manufacturer narrative:
This supplemental report is to inform that upon further review, the initial medwatch was submitted in error. The event has already been reported on medwatch 9610773-2023-01493 (patient identifier (B)(6). Refer to this file for supplemental information related to this event.

Event description:
The customer reported to olympus, the jaws, 5 x 330 mm, dissection forceps, is stuck in the set. The issue was found during preparation for use. Repair is not possible due to a damaged insert mechanism. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.